Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference reports 3004485144-2017-00004 - 3004485144-2017-00010.

Event description:
It was reported that the set screws on multiple retractor blade assemblies were stripped. This was noted during surgery but there were no reports of patient injury or surgical delay associated with this event. This is report two of seven for this event.

Manufacturer narrative:
The returned blade assembly was examined. A mating driver was used successfully to tighten the set screw of the blade assembly onto the mating retractor. The complaint cannot be confirmed as the reported condition could not be replicated. A review of the manufacturing records did not identify any issues which would have contributed to this event.